Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Additionally, it was noted that the battery status is at beginning of life and that due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as january 1, 2000. Ts noted that if a save to disk of device information, further analysis can be performed to confirm reason. No adverse patient effects were reported.

Manufacturer narrative:
Please disregard this report as additional information was received which via analysis of device data confirmed that the radio frequency (rf) telemetry was disabled due to a false positive explant indicator related to a software update and that all other device functions remain available. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Additionally, it was noted that the battery status is at beginning of life and that due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as january 1, 2000. Ts noted that if a save to disk of device information, further analysis can be performed to confirm reason. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Additionally, it was noted that the battery status is at beginning of life and that due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as january 1, 2000. Ts noted that if a save to disk of device information, further analysis can be performed to confirm reason. No adverse patient effects were reported.

Manufacturer narrative:
Please disregard this report as additional information was received which via analysis of device data confirmed that the radio frequency (rf) telemetry was disabled due to a false positive explant indicator related to a software update and that all other device functions remain available.